Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. The helix was retracted and there was dried blood/tissue within the helix housing. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 145 mm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noise, loss of capture and high out of range pacing impedance measurements were likely caused by the confirmed fracture. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements. Ra pacing impedance measurements were high out of range. In addition, the field representative reported extensive noise and total loss of capture were exhibited. Subsequently, this ra lead was explanted. Another ra lead was implanted to complete this procedure. This ra lead has been returned and analysis performed. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase in pacing impedance measurements. Ra pacing impedance measurements were high out of range. In addition, the field representative reported extensive noise and total loss of capture were exhibited. Subsequently, this ra lead was explanted. Another ra lead was implanted to complete this procedure. This ra lead has not been returned at this time. No additional adverse patient effects were reported.